Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6) 2004," a monarc subfascial hammock was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "as a result," of having the monarc implanted in her, "plaintiff has experienced significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity," has "endured impaired physical relations with her husband," has had severe emotional distress and other damages.